Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 539 mg/dl at the time of incident. The customer experienced symptoms such as vomiting. The customer did not provide details regarding treatment of high blood glucose. The customer state that drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The insulin pump will be return for analysis.